Event description:
During follow-up, loss of capture was noted on the atrial lead. Diagnostic imaging confirmed atrial lead dislodgment. A revision is anticipated but not yet preformed. The patient was in stable condition.

Event description:
During follow-up, loss of capture was noted on the atrial lead. Diagnostic imaging confirmed atrial lead dislodgment. The atrial lead was capped and a new lead was implanted. The patient was in stable condition.